Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on fields: d8, d9 (the device was indeed available for inspection; however, it was conducted by a third party. Therefore, "returned to manufacturer" should not be checked, and additionally, the field "date returned to manufacturer" should remain blank), g2 (distributor was inadvertently omitted in the previous report), g3 (correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 04/26/2024) and h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that here was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use (IFU): gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited incorrect reprocessing. There were no reports of patient involvement.